Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: during our cytostatics production today, we noticed that the plunger of a 50 ml bd luer-lok syringe was heavily contaminated and therefore unsterile.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, dirt was observed along the plunger. While it appears the dirt may be grease from the plunger mold, without the physical sample to evaluate, we cannot verify this to be true. A device history review was performed for reported lot 2012015, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials. While we could not identify a direct issue, this defect can occur due to grease accumulating in the mold. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: during our cytostatics production today, we noticed that the plunger of a 50 ml bd luer-lok syringe was heavily contaminated and therefore unsterile.